Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4).

Event description:
Patient was hemodynamic unstable and intubated. Iab 34cc was inserted. During iab insertion (from 1820 to 2000hrs), it was noted that the first set no pressure can be transduced and blood could not be aspirated, so a new iab 34cc was reinserted. The 2nd iab set was inserted without any problems. Additional info on second iab received 12/30/2015: the 2nd balloon inserted was also a maquet iab catheter (linear 7.5fr. 34cc iab catheter). Patient was transferred in from general ward at 1445hr and passed away at 2317hrs on (B)(6) 205, he was signed off as severe acute pulmonary embolism. Patient was on iabp support from 2000hrs to 2317 hrs. Patient's condition continued deteriorated and bp was dropping despite fluid challenge and iabp support. CPR initiated at 2250hrs till 2317hrs and patient passed away after. This complaint is for the second iab with death of the patient but no reported malfunction.